Event description:
The analyzer produced luminometer data invalid codes. The system was initialized while samples were being processed which could cause false negative b-hcg, ckmb, beta-hcg and troponin I results to be reported. There was no report of pt harm as a result of this occurrence.